Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, product type: accessory. Product ID: neu_silicone anchor, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturing representative reported the patient's system did not provide pain relief for the patient and it had not for a while. Additionally the leads had migrated. The entire system was explanted. No information on troubleshooting, cause, or outcome was known. If additional information is received a follow up report will be sent. Patient indication for use is failed back surgery syndrome.

Manufacturer narrative:
Upon return of the lead analysis found no anomaly.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not have any pain relief from either system. The plan was to replace one of the generators as it was approaching end of battery life. The peripheral lead system was completely explanted. The system with the laminectomy leads remained in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.